Event description:
A sheared off 10 cm segment of a catheter of unk MFR and unk clinical origin was identified radiographically in the right heart of a pt, requiring subsequent successful fluoroscopically guided percutaneous retrieval.